Event description:
The account generated elevated architect ca19-9xr results that did not match the patient's clinical history. The patient generated the following architect ca19-9xr results: (B)(6) 2014 = 904 u/ml, (B)(6) 2014 = 558 u/ml, (B)(6) 2014 = 872 u/ml. A CT and MRI was performed and showed no clinical diagnosis. No impact to patient management was reported.

Manufacturer narrative:
No customer returns were available for evaluation. A trend review was performed which identified normal complaint activity for the issue under investigation. Because the lot number is unknown a lot search was not performed and historic accuracy testing was reviewed. This testing was completed to evaluate the assay performance of lot 32070m500, which met acceptance criteria. Additionally, a review of product labeling concluded that the issue is sufficiently addressed in the architect ca19-9xr package insert. The investigation results show that the architect ca 19-9xr reagents are performing as intended.

Manufacturer narrative:
This report is being filed on an international product, list 02k91-25, that has a similar us product distributed in the us, list 02k91-27. (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.